Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus, and the customer attempted multiple station power cycles without resolution. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4-1 and 4-2 was failed but able to be recovered. A field service engineer (fse) removed the rear panel and confirmed that all leds were functioning normally. Using the hardware test application (hta), lids were actuated and cubies were removed. A crushed medication package was found beneath one cubie. Hardware testing was completed in hta, and the customer subsequently tested both drawers. The system functioned as intended after the field service engineer repaired the device.